Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and that they had bent infusion set cannulas. The customer's blood glucose at the time of the event was 500 mg/dl. The customer treated with a manual shot. Troubleshooting was completed for the bent infusion set cannulas. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.